Event description:
I had silicone breast implants done in 1982. Both became encapsulated so that they form the appearance of a ball. One noticeably ruptured so that the breast sags and is much lower than the other. I have developed autoimmune disease, inflammatory disease, extreme anxiety so that I can't leave the house for the most part, I have increasing depression that causes increasing suicidal thoughts. I do not heal from wounds well, I have increased pain reactions and am in pain most of the time. I have recently lost energy to the point I often can't get dressed or maintain normal grooming. I have no desire to talk to or be with people. I feel I have no hope of recovering from any long term affliction despite constant medical care and counselling and I seem to come down with one illness after another with no long term periods of health. I have lost sense of taste and appetite.